Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary; (B)(4) the full lead was returned where it was discovered that the distal conductor was distorted. The outer insulation had a cosmetic cut. There was blood in/on the helix mechanism. The analyst also noted that there was dried blood on the helix. The helix cannot be 44 extended or retracted due to distal conductor distortion within the connector.

Event description:
It was reported that during lead implant the helix mechanism failed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.